Event description:
It was reported that a trochanteric fixation nail hardware removal was performed. The originally implanted lag screw had cut out of the femoral head. The patient's bone had disintegrated. There was a revision to a total hip prosthesis. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.